Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery (prca) with 90% stenosis, no calcification and no tortuosity. A 4.0x12mm non-abbott stent was implanted. The 4.5x8mm nc trek neo balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. There was no resistance during advancement and the bdc did not get caught in the implanted stent. The balloon ruptured during the first inflation of up to 12 atmospheres (atms). There was no resistance during removal. A same size non-abbott balloon was used for post dilatation and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.